Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 552 mg/dl. Customer's high blood glucose was corrected with the bolus wizard. Customer stated their blood glucose was low from having a low carbohydrate lunch and being active. It was also found the customer's blood glucose dropped to 52 mg/dl two hours after experiencing their high. It was found the customer hit a retainer wall with their car while experiencing low blood glucose. Customer did not seek medical assistance during this incident. It was also confirmed the customer's fluctuating blood glucose was not caused by their insulin pump. The customer declined to troubleshoot for their blood glucose. No additional information provided.